Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
Baxter reports, "a spike of the transfer set was broken." The transfer set was in place for 60 days. There was no pt injury or medical intervention associated with this incident according to baxter.